Manufacturer narrative:
All performance levels of the returned valve could be set with a single attempt, and it did not spontaneously adjust levels within the duration of testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown if the patient¿s valve site had been exposed to strong magnets. The instructions for use that accompany the device caution that ¿devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located.¿ the valve was patent, and met the requirements for siphon leak, preimplantation, and pressure-flow testing. It did not meet the requirements for reflux testing due to the presence of proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve would change settings immediately after being set, and that it was therefore explanted. The report states that the patient did not incur an injury as a result of the event.